Event description:
The complainant reported that during the impella 5.5 implant procedure for 67-year-old female patient, the 5.5 was being used to cross the aortic valve without the wire and the innominate artery was dissected. The right axillary access was aborted. The doctor opted to place the impella direct aortic with full sternotomy. The patient received 4 units of blood products, 1 platelet and 1 liter of cell saver. Additionally, once on support the pump could not be repositioned and the flows were suboptimal. The patient expired after 13.95 hours of support. The relationship between the cause of death and the impella is unknown. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci & impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation for the vascular damage, low pump flow, and positioning issues has been completed. No product was returned for evaluation. Clinical details noted that physician denied without ultrasound or angiogram for right axillary artery measurement, attempted to place diagnostic catheter and guidewires without fluro and only using echo and was unsuccessful in crossing av with catheter and wires after multiple attempts. Also attempted to cannulate aorta and insert impella 5.5 across av without a wire, resulting in dissection of innominate artery later found on angiogram. Using a wire for impella 5.5 axillary insertion is recommended per IFU 10003049. Right axillary artery access was aborted and direct aortic access was obtained and pump was able to be placed without incident. Pump position was unable to be properly identified due to patient anatomy and was not clear on position of inlet to av. Impella flows also not able to flow accurately as position of inlet was not clear. Once patient was taken to ICU, pump was found to be deep in papillary muscle and was unable to be re-positioned. Data logs from case were reviewed and live time data logs show persistent "impella position unknown" alarms with fluctuating placement signal. Additionally, pump flow also was very variable with mostly being within the proper flow range for p-level. The root cause of the vascular damage - peripheral vessel was due to a use issue as physician damaged vessel when attempting to insert impella 5.5 wirelessly. The root cause of the low pump flow was due to positioning issues as the pump was positioned deep in papillary muscle. The root cause of the positioning issues was most likely due to a use issue as pump position was not confirmed after initial placement.